Event description:
Additional information was received that product analysis was competed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was initially reported that the patient was having an increase in seizures unknown by the physician if it was worse than prior to vns. It is unknown if the seizures are related to vns. The patient had off time decreased to 1.8 minutes from 3 minutes. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.